Event description:
Customer reported higher counts, the cv% (coefficient of variation) was high, for the white blood cell (wbc) parameter for quality control samples when using the coulter lh 750 hematology analyzer. The control results were within specification. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) replaced the cbc lyse pump to resolve this issue. (B)(4).